Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and exhibited high pacing thresholds. The dislodgment was confirmed via fluoroscopy. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Inspection of the electrode tip found no anomalies. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. However, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.